Manufacturer narrative:
Product analysis: analysis could not confirm the display freezing up. It was indicated that a printed circuit board (pcb) was out of specification. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was frozen. The programmer was power cycled, but the issue persisted. The programmer was returned for service. There was no patient involvement.